Event description:
It was reported to MFR that this pt had not been followed up for approx 2 yrs. When the physician attempted to interrogate the device, communication could not be established. X-rays revealed the device was placed properly. At this time, the physician elected to explant the device. The MFR representative present at the explant reported the shock and distal coil of the lead looked rusty. The assisting physician confirmed that the lead looked as if the blood got access under the insulation. The blood did not appear to be fresh. It is believed some damage of the lead occurred earlier, not during the explant procedure.